Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.